Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, lot# serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 13.0mcg/ml clonidine at 2.344mcg/day, 20mg/ml bupivacaine at 3.606mg/day, 20mg/ml morphine at 3.606mg/day via an implantable infusion pump for malignant pain and cancer pain. It was reported that the personal therapy manager (ptm) had displayed the wrong refill date. The ptm had been used after the most recent refill which was on "20th" and was fine until (B)(6) 2017. It was reported the patient wasn't able to get a bolus since (B)(6) 2017. It was reported that the ptm says the bolus was successful but the patient doesn't feel the effects of it. It was reported the patient was in pain. Interrogating the pump did not resolve the issue. It was reported the patient was having problems with their pump and wanted someone to come to their home because it is too far to the doctor's office. No further complications were anticipated/reported.

Manufacturer narrative:
As it was determined that the problem with the pump was non-reportable, this event is no longer reportable and no further supplemental reports will be submitted.

Event description:
Additional information was received from a healthcare professional (hcp). The serial number of the patient's personal therapy manager (ptm) was unknown. The statement that the patient was having problems with their pump was clarified to be that the ptm read the wrong refill date. The cause of the incorrect refill date was unknown, however decoupling and recoupling the ptm to the pump resolved the issue.